Manufacturer narrative:
Pump was received with blank display, problem isolated to pcb1. The pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks along the battery compartment and a black and white screen. The customer stated that the pump does not start up. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.